Event description:
The customer observed a false reactive alinity I havab igg result generated for a 29-year-old female patient sample. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 0.76 s/co (negative), new sample obtained: sample ID (B)(6) result = 1.28 s/co (reactive). On (B)(6) 2025 new sample obtained and run on another alinity (B)(6) with a different lot 72397be00. Sample ID (B)(6) result = 0.45 s/co (negative) . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I havab igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68683be00. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with the complaint lot and the complaint issue. The overall performance of the alinity I havab igg was reviewed using field data gathered from customers worldwide. The median values and number of standard deviation to cutoff for the negative population for the complaint lot are within the established limits and comparable to historical reagent lot performance. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the alinity I havab igg reagent lot 68683be00, was identified.

Event description:
The customer observed a false reactive alinity I havab igg result generated for a 29-year-old female patient sample. The following data was provided: on (B)(6) 2025 sample ID (B)(6) initial result = 0.76 s/co (negative), new sample obtained: sample ID (B)(6) result = 1.28 s/co (reactive). On (B)(6) 2025 new sample obtained and run on another alinity (B)(6) with a different lot 72397be00. Sample ID (B)(6) result = 0.45 s/co (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p26 (alinity I havab igg) that has a similar product distributed in the us, list number 6s93 (havab igg ii) with 510k/PMA/bla number k222850 and list number 8p27 (alinity I havab igg) with 510k/PMA/bla number k113704.